Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years of battery life to 10 years of battery life in a 8 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years of battery life to 10 years of battery life in a 8 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and replaced. The device has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 11 years remaining longevity. During the recent check, the device showed 10 years remaining longevity. Boston scientific technical services (ts) reviewed data and discussed possible reason for this issue. Additional information obtained from the field which indicated that analysis showed that the power consumption of this device has been steadily increasing. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. As of this time, the device remains in service. No adverse patient effects reported.